Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device had experienced a wound site infection. Due to this reason, antibiotics were prescribed to the patient, and a surgical procedure was performed to explant their icm device. A few weeks later, the patient noted they were planning on getting a new icm device implanted in the future. On the subsequent week, a new icm device was implanted in the patient as replacement. No additional adverse patient effects were reported. The original icm device has been returned.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device had experienced a wound site infection. Due to this reason, antibiotics were prescribed to the patient, and a surgical procedure was performed to explant their icm device. A few weeks later, the patient noted they were planning on getting a new icm device implanted in the future. On the subsequent week, a new icm device was implanted in the patient as replacement. No additional adverse patient effects were reported. The original icm device has been returned, and analysis has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities. It was concluded that the reported clinical observations are known inherent risks of implanted devices.